Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the surgeon was using a ems instrument to fix mesh in place, the surgeon fired (3-4) good staples then jammed. A 2nd instrument was opened and the same scenario occurred. Another ems was opened and used to complete the case. There was no consequence to the pt.